Manufacturer narrative:
Additional information: section d4 (serial number) was updated from unk to (B)(6) based on returned product . Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to approved software and the reader was not recognized. The reader was further investigated and de-cased and no issues were observed upon visual inspection. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. The returned battery was measured to be outside of the specification range. A new unused battery was placed in the returned reader and applied pressure to microcontroller processor (mcp); observed returned reader to power on. Therefore, this issue is confirmed due to poor soldering of the mcp. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history reviews (DHR) for the fs libre reader was reviewed. The dhrs showed the unit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press or test strip insertion. As a result, the customer was unable to monitor their glucose and experienced sweating, loss of consciousness, and seizure. The customer was given glucagon for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press or test strip insertion. As a result, the customer was unable to monitor their glucose and experienced sweating, loss of consciousness, and seizure. The customer was given glucagon for treatment by a third-party. There was no report of death or permanent injury associated with this event.